Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had a fracture. The decision was made to explant the lead. Follow up revealed that during the extraction of the lead the superior vena cave (svc) was torn, bleeding was unable to be stopped, the patient's pressures dropped and the patient died. The physician tried stenting the svc without success.